Event description:
Reportability changed based on product analysis completed on 6/24/2009. It was reported that during a rotational atherectomy procedure, device entanglement occurred. Following successful rotational atherectomy of the unspecified lesion in the left main, the 2.0 mm rotalink catheter burr was being removed in dynaglide. The burr and rotawire were noted to have become entangled, however, they were pulled out as a unit with no issues. The procedure was completed with this device, and no pt complications were reported. Returned product analysis revealed threads or fibers attached to the catheter sheath, likely due to contact with the guide catheter.

Manufacturer narrative:
The rotablator burr was returned with the guidewire inserted in the catheter. The spring tip of the guide wire was stuck to the burr. It was evident there was a severe bend in the handshake connection. A tug test was carried out per procedure. The wet test could not be carried out due to the bend in the handshake connection. It was evident that the catheter sheath had threads and fibers attached. A scratch test was performed to confirm if the returned burrs cutting action was acceptable, and this confirmed that the burrs cutting action was acceptable. The burr was microscopically examined and met all of the required quality characteristics. It is possible that the burr was rotated on removal of the catheter/burr which would cause heat and friction from the burr against the guide catheter resulting in threads and fibers becoming attached to the catheter sheath. This may have caused damage to the handshake connection of the catheter. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).